Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. It was stated that the customer received four bent cannulas in one day, and never received a no delivery alarm. The mother was very concerned that the insulin pump may not be functioning properly. After several attempts to speak with the customer directly, she was able to send an email, explaining that she had been working with her endocrinologist since the hospitalization. The customer has been using different insertion sites, and has been having success. The customer stated that she was inserting in areas with scar tissue, which was contributing to the bent cannulas. Advised the customer of the different areas of insertion that can be used. Also, sent samples of other infusion sets to try. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.